Manufacturer narrative:
(B)(4) d10: 42532007102 - tibia cemented 5 degree stemmed right size e - 66870954. G2: foreign country: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the 13mm mc articular surface could not be inserted with the tibial plate. A 12mm articular surface was used instead. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that there was a surgical delay less than 30 minutes long. There was no patient harm. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Visual examination of the returned product identified the articular surface has scratches and a gouge. Dovetail features were found to be flared with additional damage around the extraction slot and anterior face. Product identifiers were visually evaluated and conforming. Part and lot information verified from engraving. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.